Event description:
It was reported that patient presented to the emergency room after receiving a vibratory alert. Interrogation revealed episodes of non-sustained ventricular tachycardia and noise on the ventricular channel. The noise was reproduced with pocket manipulation. Two days later, the patient was seen for follow-up where presence of noise was confirmed and the pacing impedance showed an increase. The lead was explanted and replaced successfully with no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.